Event description:
In 2019, in situ testing showed five channels were involved in two short circuits. The user also reported a slight decline in hearing performance.The re-implantation surgery was performed on (b)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.